Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the loops and rf tag on 2 of the sponges in the same pack dislodged when they were about to place the cotton to the patient. There was no patient injury. There was no further information available.